Event description:
Reportedly, the pacemaker can not be set on bipolar mode for ventricular stimulation.

Manufacturer narrative:
Event date (field b3) and implantation date (field d6) are corrected to (B)(6) 2023. Review of provided patient file dated of 22 june 2023, led to the following observations: on (B)(6) 2023, rv lead impedance, in unipolar settings, was measured around 600 ohms. On (B)(6) 2023, rv lead impedance, in bipolar settings, was measured > 3000 ohms. When impedance is measured > 3000 ohms, the device don't allow to set bipolar for ventricular pacing. The origin of the high ventricular lead impedance, in bipolar, could not be determined with certainty. It could result from a connection issue between the v lead and the device or a v lead issue. Recommendations. Provocative maneuvers. Perform usual provocative maneuvers (manipulating the case / header, valsalva maneuver, coughing, moving the arms, deep breathing, lifting a small weight) while performing impedance test provocative tests while performing impedance tests could help to reveal an intermittent connection. X-ray. Perform x-ray in order to verify the connection between the v lead and the pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker can not be set on bipolar mode for ventricular stimulation.